Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The power consumption was higher than expected. The estimated longevity decreased three years within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A follow up was scheduled to re-evaluate the device replacement window. The battery status was reassessed and a new replacement window was provided. The replacement procedure was scheduled. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The power consumption was higher than expected. The estimated longevity decreased three years within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A follow up was scheduled to re-evaluate the device replacement window. The battery status was reassessed and a new replacement window was provided. The replacement procedure was scheduled. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery longevity decreased three years in a six month timeframe. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A follow-up was already scheduled to re-evaluate the device replacement window. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.